Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the motor arm restart cannot communicate with the main arm alarms noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error alarm. The customer blood glucose level was 100mg/dl. Customer reports they were able to clear the alarm however not able to rewind the pump. Customer states insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.